Manufacturer narrative:
Evaluation method: lens work order search & medical review. Results: visual inspection of the returned lens showed the lens was returned dry with a clear surgical residue on the surface, however, no visible damage was observed. The lens was re-hydrated, re-measured and compared against the original value and found to be within original design specifications. A lens work order search revealed that there was one similar complaint for the same type of problem from this work order. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelia cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault . The lens was replaced with a longer length icl and this resolved the problem.

Manufacturer narrative:
(B)(4).